Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture was seen on telemetry. It was also noted the device appears to be capturing as programmed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.